Event description:
It was reported that the patient presented in-clinic for a routine check-up post initial-implant procedure. Upon interrogation it was noted that the pacemaker exhibited under sensing resulting in pacemaker mediated tachycardia as well as electrogram anomaly, where the p-wave amplitude was not accurately reflected. As a resolution programming changes were made. The patient condition was stable.